Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Torn. The balloon and buckle were returned torn. These tears were probably performed by a grasper or sharp instrument. The event descriptions describes that the band was damaged on passage through the trocar. The product's instructions for use were reviewed with respect to balloon leakage and it was noted that the product's instruction for use (IFU) cautions against inadvertent perforation of the band from sharp instrumentation during implant. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed, and it was noted that the device is 100% leak tested before release. Therefore it is unlikely that the issue was coming from the manufacturing process. No further investigation other than what is outlined in this file can be performed at this time. This complaint is being closed to trending.

Event description:
It was reported that during a realize band procedure, the balloon tore when being passed through the trocar. Another device was used to complete the case. There was no adverse consequence to the patient.